Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a change sensor alarm from the sensor. The customer's blood glucose reading was 22.5 mmol/l. The customer also had sensor glucose reading of 2.3 mmol/l. The customer stated that the cal was not accepted and the change sensor occurred. The customer treated with the pump. The customer had high readings due to the pump not delivering.